Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. The system logs from the date of the reported issue are not available; therefore, the event cannot be further investigated. There is no evidence to suggest a correlation between the twiist device and the reported infection, and the user remains ongoing on their twiist pump. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 31-may-2026 and forwarded to millyard advanced medical products, llc, on the same day. The user reported that they were admitted to the hospital due to diabetic ketoacidosis (dka). The user had received a continuous glucose monitor (cgm) reading of "high" (>400 mg/dl) earlier in the day, but was busy and kept trying to deliver a bolus dose of insulin via the twiist pump. Later that day, the user began vomiting and was taken to the hospital where they were admitted for dka overnight and received intravenous fluids and insulin. The user's glucose at the time of the event was reported to be 380 mg/dl. The user reported that hospital staff examined the twiist pump and infusion site with no problems noted. It was noted that the issue may have been related to an infection. Hospital staff restarted the user on their twiist pump and checked that it was functioning properly before they were discharged the next day. The user remains ongoing on their twiist pump.